Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) stated that upon arrival, the drawer was not failed. The site was contacted once the ticket was placed; however, no one had sufficient information, and the fse was advised to come onsite. Upon arrival, the escort informed the fse that the drawer issue had already been resolved. The fse went to the drawer, and the escort was able to access all drawers without issue. The escort was unsure which drawer had previously failed, and the affected drawer was not listed on the work order. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed, was off the bus, and would not lock in place. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.